Manufacturer narrative:
Technical services discussed the rate of depletion and advised completing and returning save to disk information from this crt-d for analysis. It was reported since this patient can hear beep tones, they will not be brought in earlier than their next quarterly device check. At that time, a save to disk of the crt-d may be completed and returned. No additional information is available at this time. Should more information become available, this event will be reopened. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information that concern regarding the rate of battery depletion of this cardiac resynchronization therapy defibrillator (crt-d) was expressed. No adverse patient effects were reported. The device was later explanted, successfully replaced, and returned for analysis. No adverse patient effects were reported.